Event description:
User reported false result - non specified. Follow up test information was not provided. Report 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00545 test 1 of 2).

Manufacturer narrative:
Type of investigation codes have been changed to reflect the falsified results outcome